Event description:
It was reported that one day post replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) alarm alerted due to high pacing right ventricular (rv) lead impedance measurements and an increase in threshold measurements. Reprogramming was done to correct the issue. It was noted that prior to the alert, after the generator was changed out, all measurements were within normal range limits when evaluated during and post procedure. When the patient went home, the device alerted for the issue. It was noted that the following day after reprogramming, the pocket was opened to rule out a setscrew or lead issue and the lead was found to not be fully seated in the header. The lead was removed, reinserted, and resecured with the setscrew fixed. All measurements were within normal range and no further issues were observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.